Manufacturer narrative:
(B)(4). Additional information including the reason for revision, post primary and pre revision x-rays, operative notes, patient age and activity level, patient medical history, a detailed patient outcome and the return of the explanted devices has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed.

Event description:
Cormet revision of the right hip in a bi-lateral patient after approximately 7 years and 7 months. Please note: this patient also had a revision of the left hip (refer to report 9614209-2018-00060).

Event description:
Cormet revision of the right hip in a bi-lateral patient after approximately 7 years and 7 months. Please note: this patient also had a revision of the left hip (refer to report 9614209-2018-00060).

Manufacturer narrative:
Per -1299 final report. In order to conduct a thorough investigation of the event, operative notes, patient age, activity level, patient medical history, available x-rays, a detailed patient outcome following the revision and devices return were requested . No additional information was provided. The appropriate device details have been provided and the relevant device manufacturing records were identified and reviewed. The implanted devices conformed to material and dimensional specifications at the time of manufacture. Without no more information, no further investigation can be perfomed. Based on this, corin now considers this case closed. However, should any additional information become available for this event, this case may be re-opened for further investigation. Please note : the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
Per -1299 final report in order to conduct a thorough investigation of the event, operative notes, patient age, activity level, patient medical history, available x-rays, a detailed patient outcome following the revision and devices return were requested . No additional information was provided. The appropriate device details have been provided and the relevant device manufacturing records were identified and reviewed. The implanted devices conformed to material and dimensional specifications at the time of manufacture. Without no more information, no further investigation can be performed. Based on this, corin now considers this case closed. However, should any additional information become available for this event, this case may be re-opened for further investigation. Please note : the submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event. Please note: the reason of this report is that the previous report was sent without the date of the report being entered.

Event description:
Cormet revision of the right hip in a bi-lateral patient after approximately 7 years and 7 months. Please note: this patient also had a revision of the left hip (refer to report 9614209-2018-00060).